Event description:
It was reported that the patient presented to the emergency department complaining of syncope. A remote transmission showed 3 atrial tachycardia/atrial fibrillation episodes that the longest lasted greater than 48 hours. There was suspected undersensing of the atrial lead during the episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).